Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Manufacturing site evaluation: manufacturing and quality control data the progav® was manufactured by a qualified employee in june 2016. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. The progav® has a normal pressure range of 0 to 20 cmh2o. The valve was inspected as article fv427t. All parameters have been inspected and approved during the manufacturing process. All parameters have been assessed as meeting specifications. Device examination: the progav® was returned dry in the provided return kit (not submersed in liquid as suggested). Visual inspection: no damage detected. Permeability test: a permeability test has shown that the valve was permeable, albeit difficult. Adjustment test: the progav® was tested and was adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function was fully operational and the braking force was within expected tolerances. Result: it should be noted that the valve was received dry (i.e. Not submersed in liquid as recommended). The investigation of dry items was not significant due to the affect dry deposits of liquor and blood can have on product performance. First, a visual inspection of the progav® was performed. No significant deformations or damage to the valve were observed. Next, the permeability, adjustability, as well as the brake functionally and brake force, of the valve were tested. The valve was permeable with difficulty, but met all other specifications. Finally, the valve was dismantled. No deposits inside the valve were observed which would have provided an indication for the suspected blockage. Additionally, the shunt assistant was dismantled. Deposits were found to have settled inside the valve. Based on the investigation, the claim of occlusion was not able to be substantiated. At the time of the investigation, the valve was permeable with slight difficulty. It must be considered, that even non-visible dry deposits in the valves may have influenced the performance of the valve. Manufacturing defects at the time of release have been excluded. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required.

Event description:
It was reported to miethke that a progav system w/sa 20 a.sprung reservoir (part # fv427t) was implanted during a procedure performed on (B)(6) 2016. According to the complainant, a valve blockage was observed. The patient underwent a revision procedure on (B)(6) 2016. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age - (B)(6). Weight - (B)(6) (kg). Height - 100 centimeters (cm). Gender - unknown.